Manufacturer narrative:
It was reported that prior to explant the patient's receiver-stimulator had extruded. This report is submitted 9 january 2020.

Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device was explanted due to implant extrusion of receiver/stimulator. The results of tests performed with the device showed a breach in the electrical insulation of the electrode wire assembly, unrelated to reason for explant.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted due to skin breakdown at the implant site. This report is submitted december 23, 2019.

Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the surgeon, the device was explanted for an unknow reason on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.